Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: the air/water cylinder and the suction cylinder had no color. The electrical plate, scope connector, scope ID, shield disk, shield plate, and the electrical connector had corrosion due to water leakage. Due to damage to the electrical connector, a noise image occurred. Due to a burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value. The image guide protector had a scratch, and the light guide lens had corrosion. The connecting tube had a cut, and the protector of the universal cord on the scope connector side was damaged. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited detachment of the adhesive on the bending section cover and foreign material from a previous procedure was present. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.